Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was not completed because the device lot number was not provided. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that their administration set that leaked on their pump. Mmd did follow up with the initial reporter and they stated that the patient had not had any sypmtoms or adverse effects related to the complaint. They also stated they did not have any information about where the set leaked from and no further information was provided. [Complaint (B)(4)].